Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the connectors inside the patient's clip broke causing it to not properly work. Intermittent low voltage alarms were noted. It was additionally reported that the patient noted corrosion on their battery clip connection. The clips were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged connector and corrosion in the battery clip was confirmed; however, the reported event of low voltage alarms while connected to battery clip labeled 1 was not confirmed. The heartmate 14 volt battery clip was returned and evaluated at abbott. During the evaluation, the battery clip was visually observed, and corrosion was noted on the lemo connector and the terminals, confirming the reported event. The system controller power cable connector was connected to the battery clip connector; however, the connection was able to be made with increased force. Inspection of the returned battery clip revealed that the lemo connector was offset by approximately 1/32¿ compared to a test battery clip, which caused the increased difficulty of connecting the battery clip. Additionally, a test controller along with the returned battery clip and test battery were then connected to a mock circulatory loop and was able to operate without any issues. The low voltage alarms were only active when the battery clip was connected. This is addressed via the battery clip investigation. The root cause of the damaged connector was determined to be an offset lemo connector; however, a root cause of the offset lemo connector issue could not be conclusively determined through this analysis. The root cause of the corrosion could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 14v battery clip set was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clip. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. This includes cleaning the metal battery contacts and the interior contacts of battery clips monthly to ensure the best possible performance. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR: (B)(4)no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.